Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a missing component during peritoneal dialysis therapy, resulting in peritonitis. It was reported the "cap was missing" (not further specified) for an unreported length of time and the patient did not notice. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.